Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: haze and flare observed in the image. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by an anticipated or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope image was in black, white, and the image was not visible at all. This was found during installation. There were no reports of patient involvement.